Event description:
A surgeon reported a glaucoma filtering shunt was implanted in a patient due to uncontrolled intraocular pressure. The patient had suture lysis performed on day two, day three and four months following the procedure. The patient developed a serous choroidal detachment that was observed at the one week and one month postoperation exam. A bleb reconstruction treatment was performed five and six months postoperatively. Bullous keratopathy was observed at the six month postoperative exam. The shunt-was explanted six months following the procedure due to ocular hypertension continuing, although causality was unknown.

Manufacturer narrative:
The product was not returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).